Manufacturer narrative:
Method: device not returned. Results: lot code not provided. Review of the x-rays show that blocker has remained threaded in the screw tulip and has not disengaged. Review also shows that the rod length may be slightly shorted than desired, as the length does not allow for additional rod to be present past the most inferior screw tulip. The extra length is recommended to allow for a stable construct. However, without the devices present, testing and inspection cannot be performed, so a definite root cause cannot be determined conclusively. Conclusion: because the devices are unavailable for evaluation, the root cause cannot be determined conclusively.

Event description:
It was reported, 4.5 vitallium rod is disengaging bilaterally at s1 in an l2-s1 xia 4.5 construct. With the blockers still in place.

Event description:
It was reported, 4.5 vitallium rod is disengaging bilaterally at s1 in an l2-s1 xia 4.5 construct. With the blockers still in place.